Manufacturer narrative:
The complaint allegation is confirmed based on photographic of a fractured ar-5400-400ns, dynanite vip glenoid pin, batch 15442872. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis loading, improper bone preparation and prying and leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2025, a facility representative reported via (B)(4) that an ar-5400-400ns 2.8 mm dynamite vip glenoid nitinol pin broke off inside a patient during an rsa procedure. The procedure was successfully completed, but the broken piece was not recovered.